Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft was originally implanted 5 mm below the level of the renal arteries and approx 6 years post stent graft implantation there was a distal type 1 endoleak from the right limb detected with aneurysm enlargement to 12.2 cm. There was no stent graft migration reported. Two weeks later a 16 mm x 8.5 cm aneurx iliac stent graft was implanted in the right and successfully resolved the endoleak. During the same case a 16 mm x 11.5 cm iliac stent graft was implanted to iron out a small kink and to extend distally. No add'l clinical sequelae were reported and the pt is fine.